Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during ipg and lead revision procedure on (B)(6) 2025 [related manufacturer reference numbers: 1627487-2025-03468, 1627487-2025-03469, 1627487-2025-03470, 1627487-2025-03471, and 1627487-2025-03472], the physician cut both l5 leads, and the distal ends were left implanted. As a result, surgical intervention may be undertaken to address the issue.